Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
As soon as I put the brush heads on the handle and turned the toothbrush on, they broke off [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that as soon as he or she put the oral-b brushhead, version unknown on his or her oral-b rechargeable toothbrush, version unknown and turned the toothbrush on, the brush heads broke off. The consumer stated that he or she had to throw two of the four brush heads out. No symptoms developed. On (B)(6) 2016 received follow-up from consumer: the consumer reported that he or she scratched the grey/blue logo with a coin and nothing happened. No further information was provided.